Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found that there was no non-intuitive motion on universal surgical manipulator (usm) 3. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, user informed the technical support engineer (tse) that the universal surgical manipulator (usm) 3 exhibited unintuitive motion. The user stated that the movement of the endoscope and other instruments, except the harmonic ace, were against the master tool manipulator. The user performed a power cycle on the system, but the issue persisted. The user continued and completed the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with four usms. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high-resolution stereo viewer. The issue occurred when the surgeon was attempting to manipulate instruments from the surgeon console. There was one usm exhibiting non-intuitive motion. The usm moved in the opposite direction. The movement was not delayed or unsmooth. There was no shakiness or friction observed. The issue was persistent. There was no instrument or arm collision. After the reporter arrived at the scene, the hospital was conducting the second surgical procedure, and the equipment was normal.